Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens remains implanted. In a separate a replacement shorter length lens was implanted and problem resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
H6: health effect clinical code 4581: significant reduction of irido-coneal angles. H6: type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4). Manufacturer narrative comment: device revision (lens replaced or exchanged), removal, or reposition is identified in the labeling as a known potential adverse event following icl implantation.